Manufacturer narrative:
This report is filed november 21, 2013.

Event description:
Per the clinic, the device was explanted on (B)(6), 2013 due to imporper electrode placement and electrode migration. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).